Manufacturer narrative:
Device passed all functional testing, including the displacement test, rewind test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected insulin flow blocked alarm and no unexpected battery power loss alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed unexpected battery power loss. The customer¿s blood glucose level was unknown. Customer also reported no delivery alarm. Troubleshooting was performed. Customer states the type of battery in use is (B)(6). This is the second occurrence of replace battery alert or replace battery now without a low battery warning. The insulin pump will be returned for analysis.